Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 3. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, and inflammation. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 3. Implant surface not completely covered with bone. On (B)(6) 2021 fracture of the implant was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility and inflammation. No further patient complications were reported.